Event description:
The customer reported that the device failed back up power test. Further information was provided that error 90002 and 9000a occurred, both of which are associated with ¿self test failure - ram/rom or gate array¿ per the heartstart xl service manual. There was no adverse patient impact reported.